Manufacturer narrative:
This event occurred in (B)(6). Occupation is lay user/patient. The customer's test strips were provided for investigation. The test strip appearance and vial showed no defects. The returned test strips were measured on reference meters with a high level control sample. Results: measurement 1: 2.9 inr, measurement 2: 2.9 inr, measurement 3: 2.9 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek inrange meter serial number (B)(4) compared to an unknown laboratory method. During meter testing, the customer lightly squeezed the tested finger. At 07:58 a.m., the customer¿s meter result was 3.0 inr. While at the doctors office, the customer¿s sister performed the meter testing at 10:27 a.m. And the result was 2.9 inr. The laboratory result at the same time was 5.0 inr. The customer¿s therapeutic range is 3.0- 3.5 inr.